Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and hardware battery errors were found. The reported event of error icon displayed was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4)

Event description:
The patient's father contacted dexcom on (B)(6) 2016 to report that the receiver displayed err128 on (B)(6) 2016. The patient's father did not report injury or medical intervention. No additional patient or event information is available.